Event description:
Ventilator went into apnea alarm and did not ventilate pt. Nothing was done with pt prior to event to start this and pt needed to be "bun". The vent takes 10-15 breaths to slowly build back up to the level of ventilation that was previously used by the pt.